Event description:
Account alleged a pt was burned by the 965 exam plus light. Account stated that they had one of their technicians service the light and he did not put the diffuser back in the light.